Event description:
Caller reported a malfunction on the pump after it was dropped, displaying malf 3 code, and the issue was not resettable. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer planned to use multiple daily injections (mdi) as backup therapy, while tandem technical support sent a replacement pump and provided instructions for storage and return of the problematic pump using a pre-paid ups label. Customer understood and acknowledged all instructions related to receiving and handling the replacement pump.